Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine via an implanted pump. The indication for pump use was spinal pain. The hcp reported that she went to see the patient today and the patient had 0.8 ml left in the pump. Per the hcp, she updated the pump, and the low reservoir alarm was set to 2.0 ml and the volume was increased to 20 ml. The patient called the hcp back saying their pump was still alarming. The agent reviewed how to silence the alarm with the 2.0 update on the clinician tablet. The hcp was going to call back when with the patient. No symptoms/patient complications reported. The hcp called back, and the agent reviewed the steps to silence the audible alarm.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.